Manufacturer narrative:
Additional information received indicated that the next day, the customer's blood glucose was at target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set site and tubing. The customer's blood glucose (bg) level was 600 mg/dl and insulin injections were used to lower the bg to 360 mg/dl. Tandem customer technical support (cts) had the customer perform a system check using the current supplies and the pump was found to be functioning as intended. Cts advised the customer to consult with a healthcare provider if the bg was not lowered.